Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer went to check his blood glucose and noticed it was high. Customer was going to treat with the insulin pump and the screen was blank and none of the buttons were responding. Customer inserted a new battery and it still didn't work. Customer reached his doctor and turned to manual injections. Customer stated there was nothing he could do to get it to turn on. Blood glucose at the time was 350. The device was not available as the customer was not present; customer was going to get back in contact. Nothing further reported.